Event description:
Tourniquet cuff failed to maintain pressure. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination and function testing of the returned device revealed tube to port separation.